Manufacturer narrative:
The patient underwent a full system revision. The patient was experiencing ineffective therapy. The patient leads were explanted and replaced due to lead migration. The ipg was still operable. The ipg was replaced per physician and patient request. Therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to all leads migrating. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.